Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the soaking cap. It was non-repair item so that it was replaced with new one. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Soaking cap leaky, even when silicone oil was applied.